Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the pacemaker exhibited intermittent under-sensing. It was also observed that the pacemaker exhibited loss of capture during auto capture test. Programming changes were made. The patient was in stable condition.